Event description:
"Vaxcel" brand implanted portacath: patient: female, my first port had to be replaced after three months due to fracture of undetermined cause. My second port, placed in 2007, was just removed due to two pulmonary embolisms. Since the second port was placed, my body "spit" out the sutures and pushed the port up into my skin, as if it was trying to get rid of it. My skin in that area had been severely red, itchy, and irritated. I previously had two 'baird" brand portacaths -one of which was implanted for two years- with absolutely no ill effects. I have the catheters for administration of IV medication every two weeks for a metabolic disorder. I am now unable to receive the hematin due to no port and my veins are all but impossible to access. Dates of use: approx seven months in 2007. Diagnosis or reason for use: vascular access for panhematin infusions.